Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. As per the logs, the alarm occurred only once in combination with alarm 309 - "nurse call failed" and some battery alarms. Customer updated the software, restarted the machine 10 times and sent the latest logs. Logs received and the issue is not visible.

Event description:
The customer reported "watchdog failure, firmware running " issue on the bellavista 1000. The customer did not report patient involvement that was associated with the event.